Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented inproduction. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device showed invalid serial number & panel connection lost. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. According to the complaint description, the device alarmed with invalid serial number and panel connection lost. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Per review of the logfiles. The issue reported by the user could be confirmed. On (B)(6) 2025 08:11:02, restart after power fail on (B)(6) 2025, power 2, on (B)(6) 2025 08:11:02, power fail on (B)(6) 2025 power, 4, on (B)(6) 2024 21:23:25, panel connection lost alarms, 4010, on (B)(6) 2024 21:23:15, panel connection lost alarms, 4010, on (B)(6) 2024 21:18:33, panel connection lost alarms, 4010, on (B)(6) 2024 21:16:44, panel connection lost alarms, 4010, on (B)(6) 2024 21:16:34, panel connection lost alarms, 4010, on (B)(6) 2024 21:14:54, panel connection lost alarms, 4010, on (B)(6) 2024 21:14:44, panel connection lost alarms, 4010, on (B)(6) 2024 20:44:36, panel connection lost alarms, 4010, on (B)(6) 2024 14:30:53, standby on special 506. To address the issue the esm board was replaced; however, it was not specified whether the esm belonged to the ip or vu, and no additional clarification was provided upon request. Following the replacement of the component, the device passed all the tests. Hamilton medical considers this case closed.